Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: japan d10: trilogy bone scr 6.5x30 item: 00625006530 lot: j7663274 the customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the trilogy screw penetrated through the g7 cup¿s screw hole. This was identified on postoperative radiographs. The surgeon noted that the screw appeared to be inserted approximately 4mm deeper than usual. An attempt was made to remove the screw intraoperatively but was abandoned due to its position. The patient is currently under observation. Follow-up attempts have been completed, and no additional information is available.